Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing . Customer performed a supply change to address the issue. Customer¿s blood glucose (bg) level was ¿high¿; however, specific value was not provided. A manual injection was administered to address bg level.